Manufacturer narrative:
The date of the event onset was reported as ¿approximately more than 20 days ago¿ (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to a nephrectomy infection. The event was manifested by turbid effluent. The patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unreported date, the dianeal therapy was discontinued and the patient was switched to hemodialysis; however, the pd catheter remained for intraperitoneal drug treatment. At the time of this report, the patient remained hospitalized and is recovering. No additional information is available.